Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone broke off the tip of the jaw on the vaso view hemopro and fell into the pt. The piece was retrieved through the original incision. A replacement device was used to complete the procedure. The hospital did not report any pt effects.